Event description:
The haptic of the lens was damaged during insertion into the patient's eye. The lens was removed and another lens was used to complete the procedure.

Manufacturer narrative:
This medwatch was completed by the manufacturer.